Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading of 334 mg/dl. The customer was assisted in clearing a low reservoir alarm and rewinding the insulin pump. Nothing further was reported.